Event description:
The patient experienced underdose symptoms post hyperbaric chamber treatments. The patient heard a pop while in the chambers. The pump was last refilled on (B) (6) 2010. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).